Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / migration') and pregnancy with contraceptive device ('pregnancy-birth-no complication') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), rash ("rash/skin condition"), allergy to metals ("nickel - diag. Post-essure"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problem"), migraine ("migraine"), headache ("headache") and nausea ("nausea"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, pregnancy with contraceptive device, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, rash, allergy to metals, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2011. Patient received treatment for- pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea(cramping), menorrhagia(heavy menstrual bleeding),allergy nos, , uterine perforation, bladder infection, urinary tract infection, vaginal infection, vaginal discharge, fatigue, hair loss, dental problems, hormonal changes, migraines, headaches, nausea and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received- event injury to herself updated and new events pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea(cramping), menorrhagia(heavy menstrual bleeding),rash/skin condition, allergy nos, pregnancy with contraceptive device, device ineffective, uterine perforation, bladder infection, urinary tract infection, vaginal infection, vaginal discharge, fatigue, hair loss, dental problems, hormonal changes, migraines, headaches, nausea and weight gain were added. Patient information and lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.